Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited polarity switch and oversensing. The patient was symptomatic with complaints of shortness of breath, diaphoresis and chest pressure. The ra lead will be reprogrammed and remains in use. No further patient complications have been reported as a result of this event.